Event description:
It was reported that an implanted impella cp had a kink in the cannula near the outflow which could not be resolved. The pump was explanted and replaced with a new impella cp. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. On the same day as implant, a kink in the cannula was noted. Additionally, pump flow issues noted. Pd-cannula assembly- (twist, bent, kinked): the cause of kinked cannula was not determined due to no product returned and insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
B5 updated. Corrected data d4 catalog number corrected.

Event description:
No photos are available for evaluation.